Manufacturer narrative:
A patient¿s ipg was protruding through the skin was reported to abbott. As a result, the ipg was explanted and replaced to address the issue. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient¿s ipg was protruding through the skin. Reportedly, patient lost weight after gastric bypass surgery. As a result, surgical intervention was undertaken on (B)(6) 2020, wherein the ipg was explanted and replaced to address the issue.